Event description:
Pt was admitted to the hosp with a heart condition. Pt condition got worse. Following a stroke, pt stopped breathing, her heart was stopped. The hosp personnel started to resuscitate her using co's manual resuscitator, using add'l oxygen. The add'l oxygen did not flow through the unit. The unit delivered only ambient air. The hosp continued mouth to mouth resuscitation until another bag was brought. The pt was resuscitated for another 20-30 minutes with the new bag, but pt was not recovered. It is the hosp's opinion that the product malfunction did not contribute to the pt's death.